Event description:
The customer reported that a minor burn occurred at the needle insertion site during an rf ablation procedure. The injury was treated by cooling the area. The site reported a metal guiding needle was used during the procedure. Initial evaluation of the incident needle found the insulation damaged and the needle failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.